Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump passed the displacement test. The motor error alarm could not be confirmed due to the alarms for the loose drive support disk. A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The motor tested okay.

Event description:
It was reported that the customer's insulin pump was malfunctioning. The customer went to give himself a bolus and the device alarmed motor error. After the customer got the motor error alarm, the device kept telling him to rewind and when he did a manual prime the insulin squirted out and the motor did not stop. During the call, the customer mentioned that the drive support cap was sticking out. The customer blood glucose was 4.1mmol/l and ate dinner. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.